Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that tip break occurred. The severely stenosed target lesion was located in the moderately tortuous and moderately calcified left femoral artery. An 8.0 x 80, 135cm mustang balloon catheter was advanced for post dilatation. When the balloon reached the lesion site, the balloon was inflated once at 5-6 atmospheres. However, the balloon could not be inflated and was leaking contrast. The balloon was withdrawn, and it was found that the very tip of the balloon was broken and leaking liquid. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device was returned for evaluation. A visual examination identified that the balloon was not subjected to positive pressure. A leak test was carried out using de-ionized water when liquid was observed to be exiting from the tip of the device. An examination of the balloon material identified no issues. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks to the shaft of the device. A leak test identified liquid exiting the tip of the device which is an indication of a breach between the wire lumen and the inflation lumen. It is not possible to identify the exact location of the lumen breach. No other issues were identified with the shaft. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that tip break occurred. The severely stenosed target lesion was located in the moderately tortuous and moderately calcified left femoral artery. An 8.0 x 80, 135cm mustang balloon catheter was advanced for post dilatation. When the balloon reached the lesion site, the balloon was inflated once at 5-6 atmospheres. However, the balloon could not be inflated and was leaking contrast. The balloon was withdrawn, and it was found that the very tip of the balloon was broken and leaking liquid. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.